Event description:
On (B)(6) 2008, the customer contacted ortho clinical diagnostics to report a false negative reaction for anti-e with vra117. On (B)(6) 2008, a specimen was obtained and tested with vra117. Anti-c was identified, but anti-e was not reported. One unit of packed cells was transfused to the metastatic melanoma pt on (B)(6) 2008. On (B)(6) 2008, a new sample was obtained and tested with vra118. Anti-c was identified, but anti-e was not reported. A peg/tube panel was also performed. In addition to the anti-c, an anti-e was also identified. No discrepancies were reported with qc testing. (B)(4).

Manufacturer narrative:
Customer stated the transfused unit was not typed retrospectively to determine if it was positive for the e antigen. Ortho clinical diagnostics (ocd) quality assurance performed retain testing of vra117 to confirm the presence of the e antigen; satisfactory results were observed. A post transfusion sample was also tested. Testing was performed with vra117 (expired); weak reactivity was observed with 2 of 10 e+ cells. No death or serious injury was associated with this incident. (B)(4).